Event description:
The pt was originally diagnosed juvenile rheumatoid arthritis when pt was 4 years old. The pt underwent primary total hip replacement in 1993. In 2004 the pt complained left coxalgia. The surgeon found osteolysis around the acetabular shell and performed revision surgery in 2004.